Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned product noted no abnormalities. The reported condition of uncontrolled rotation as described in the event description as "unanticipated rotation" could not be confirmed. During functional evaluation it was found that a switch was nonfunctional. When the key was pressed the information was not registered in the data log. A review of the device history record for the handle indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed switch failure was determined to be a component error. Internal process improvements have been initiated to mitigate this issue. Additionally, the investigation detected an unreported condition of a damaged transistor that has no relationship to the reported condition. A damaged electrical component resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. The root cause of the observed damage was misuse of the product. The investigation found the unreported failure did not cause or contribute to the reported condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic partial lung resection, when checking device before use on the patient, the rotation button on the upper left side did not respond. After several attempts, the device moved sometimes and did not move sometimes. The same situation was also observed after trying another shell. The device also had unanticipated rotation. Another handle was used to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.